Manufacturer narrative:
The customer¿s report of a communication error was not confirmed or replicated. Physical inspection of the pcu sn (B)(4) found evidence of an unknown dried residue on the gold plated contacts of the iuis. Physical inspection of pump module sn (B)(4) found the iui connectors to be in good condition with no signs of contamination. Review of the pcu event logs confirmed that pump module sn (B)(4) was recorded as removed on (B)(6) 2015 at 12:40am stopping the infusion (ivf at 100ml/hr) and inducing a channel disconnected error event. Another channel disconnect event was recorded at 12:49am. Review of the pump module logs did not indicate the channel disconnected error event was the result of a communication error; the recorded event was either the result of a power interruption or physical removal of the pump module by the user. No loss of communication was observed in the logs. The devices were manipulated in an attempt to induce a channel disconnect event; no channel disconnect could be replicated. The root cause was not determined.

Event description:
The customer reported that a pcu with new iui connectors had a communication error with an lvp module. The customer reported no patient harm.